Event description:
The homepatient (hp) contacted a global technical service representative (gtsr) and reported a check lines and bags alarm had occurred during priming of the homechoice system. The issue was reviewed over the phone with the gtsr, which revealed that the alarm had occurred the previous night. The gtsr explained the alarm to the hp. The hp began disconnecting solution bags and reconnecting them to different cassette lines. The gtsr instructed the hp to start therapy over from the beginning using all new supplies. There was no pt injury or medical intervention associated with this incident per the home pt.

Manufacturer narrative:
Baxter's product surveillance has reviewed proper procedures with the home pt.